Manufacturer narrative:
The device has been received by zoll singapore for shipment to zoll medical corporation- chelmsford for evaluation. This claim will be re-opened for investigation when the device is received at zoll chelmsford.

Event description:
Complainant alleged that during incoming testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional component code: 427. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple blown components involving a transformer, an integrated circuit and a diode on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.